Event description:
Hcp reported the pump seemed to the patient to "turn sideways". The patient then complained of worsening spasticity and 10 days later noted swelling at the pump site. The catheter was found to be fractured at the lumbar anchor site and was "repaired". The patient recovered without sequela.